Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening. Loosening occured from implant to bone interface. It was stated that the patient had a uni-polar endo with a trilock stem and uni-polar head were removed and a revision stem from another company was implanted. The surgeon said the stem was spot-welded, but did not fully in-grow.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.